Event description:
It was reported that a pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. There were challenges with getting transseptal crossing. Transesophageal echo (tee) guidance was suboptimal so the transseptal crossing was completed under fluoroscopy guidance. A watchman double curve access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) were used. No partial recaptures were made and release criteria was met. No pericardial effusion was noted at the beginning of the case and only a trace pericardial effusion was noted at the conclusion of the case. This was observed for 15-20 minutes without any change in status. Roughly 3-4 hours post-implant, the patient became hemodynamically unstable. The patient developed a late pericardial effusion and cardiac tamponade which required a pericardiocentesis. The patient was discharged and is doing well.